Manufacturer narrative:
On (B)(6) 2021, additional information received indicated that the MRI examination on (B)(6) 2021 confirmed left side intracapsular rupture, and baker grade on the left side is IV. As a result patient underwent bilateral replacements with mentor silicone implants on (B)(6) 2021. This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a 375cc on the left, and 400cc on the right mentor memorygel breast implant experienced bilateral unknown baker¿s capsular contracture post procedure. Patient stated sever pain shooting across entire left side and moving to the other side, and left breast is hard like a rock. Patient had two mammograms examinations, and the tests did not confirm capsular contractures. Patient was advised to see the physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to left prosthesis.

Manufacturer narrative:
On january 26, 2021 additional information received indicated that the left side was ruptured, and explantation date is not scheduled yet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on april 6, 2021 indicated that capsulectomy was done on the left side, and bilateral replacements as follow: r - cat#:3504504bc sn#; (B)(6), and l- cat#:3504254bc, sn#: (B)(6) this report relates to the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on march 12, 2021. Device evaluation completed on march 21, 2021: during the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 375cc returned device. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).